Event description:
Report received from the USA stating that the device is not recognizing the foot pedals. It is known that the event did not occur during surgery; however, it is unk if there was any pt or user injury or medical intervention reported related to this occurrence. No add'l info available. The date of the event is unk.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "the console would not recognize the foot control" was not confirmed. Reliability engineering evaluated the devices, and the reported problem could not be confirmed or duplicated. Both foot controls were recognized by the console and performed all functions as designed, with no problems observed. It was noted during the eval that the cover of the console was damaged; it appears that either the unit had been dropped or a heavy object had been dropped on the console, cracking a hole through the top of the case. This damage did not affect the function of the unit. If add'l info is received, a supplemental report will be sent.